Event description:
It was reported that this right ventricular (rv) lead exhibited noise, high impedance measurements, oversensing and high capture thresholds due to what appears to be insulation cracks. This lead was explanted and a new device was implanted. No additional adverse patient effects were reported.